Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00184. Follow up information identified on (B)(6) 2018, physician removed the migrated lead from the spinal space, and the physician attempted to implant a new lead. The new lead was unable to be implanted due to patient anatomy (MFR. Report #: 1627487-2018-02089), so the physician left the migrated lead coiled around the ipg and plugged into the ipg header. The patient may be awaiting further surgical intervention.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 3006705815-2018-00184. It was reported the patient experienced ineffective stimulation due to lead migration, as confirmed by x-ray. As a result, the patient may be awaiting lead revision.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00184. It was reported the physician replaced the patient's entire scs system. Postoperatively, effective therapy was restored.